Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the returned product identified signs of repeated use and the device is cracked and fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: vngd unv cr tib trl 71/75x10: catalog #32-483740, lot # ni. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, tibial trial instruments were found to be cracked. There was no patient involvement and no adverse events have been reported as a result of the malfunction.